Event description:
Registered nurse attempted to flush one of the lumens on a double lumen central venous line (the lumen used just for med), and she encountered some resistance with flushing and heard a "pop" sound. Then, she noted that the tubing of one of the lumens had burst, and was compromised. Tubing was immediately clamped proximal to the insertion site and md and IV rn were called "stat." No adverse events noted for the pt.

Manufacturer narrative:
Evaluation: no product was returned to assist in the investigation; however, based on the info provided, it is possible that the device was overly pressurized due in an occluded lumen. To prevent the lines from becoming occluded, we suggest following the catheter maintenance instructions found in our instructions for use manual. It should be noted that if the damage occurs outside the body, the catheter can be repaired by using one of our repair kits, which was designed specifically for this purpose.